Event description:
It was reported that the left monitor of the system 9600+ had a dark image causing a loss of anatomical visualization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. A replacement monitor was placed on order. No further problems are anticipated, once the replacement is made. An additional report will be generated and submitted, if further information becomes available.